Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion and will not auto restart condition, which was confirmed and reproduced during evaluation. This symptom was caused by the downstream plate, which was found out of specification. The device was reworked to correct the condition and ensure proper occlusion detection..

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message and would not auto restart. There was no patient involvement.